Manufacturer narrative:
The device is expected to be received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that the device delivered more than intended. The device was returned to the biomedical department for an unspecified reason. No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reports of any adverse pt effects or delays in critical therapy. During testing at the user facility, the customer contact reported, "testing 200ml/hr. 20ml volume to be infused. N161 line a vtbi complete programmed vtbi completed on line a vtbi complete on line a press [silence], replace IV bag, and restart line a. The device is not stopping when the vtbi is complete." Though requested, no additional info was provided.